Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit or failed battery test alarms during testing. No unexpected missing segment/partial display anomaly noted during testing. Device had cracked lcd window, cracked case at display window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was hard to read. The customer stated insulin pump had rainbow effect on screen when warm outside or has been in the pocket, unable to read screen for a period of time also reported crack in screen, customer changes batteries every 3 days, insulin pump had shut itself off randomly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.